Event description:
It was reported that the tube malfunctioned and needed to be cut in order to get it out of the patient. The procedure was able to be completed successfully using another device.

Manufacturer narrative:
The device was returned to stryker sustainability solutions (sss) for evaluation. As the lot number was not reported sss reviewed all device history records of sales orders which included that part number shipped to that facility. Visual inspection of the returned device confirmed the device had been cut. Only the distal portion of the tube was returned. Possible root causes for the reported event were determined to be: use error, ancillary equipment error, mishandling subsequent to distribution from sss, or the device being received by sss in non-working condition. This device is processed through the unused program, and is not a reprocessed device. Functional testing is not performed for devices under this program as the devices have not yet been used and are returned in the same manner in which they were received by sss. The reported event will continue to be monitored through post-market surveillance.

Manufacturer narrative:
The facility clarified that they were not using the cool point tubing set. There was an incident with a biliary catheter kit that contained an inner plastic stylet. This incident has been addressed in MDR report number 0002090040-2015-00016.

Event description:
It was reported that the tube malfunctioned and needed to be cut in order to get it out of the patient. The procedure was able to be completed successfully using another device. On july 23, 2015 clarification was received regarding the event which stated, "the biliary catheter comes in a kit with an plastic inner stylet. The inner plastic stylet was stuck inside the catheter. It stretched and broke as they tried to remove it. Because the plastic stylet was stuck inside the catheter the wire could not be inserted to remove the catheter from the patient. The catheter then needed to be cut from the patient in order to be removed. "